Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/06/2025, the user reported being unable to connect a connector to their pump. A replacement connector connected properly. Blood glucose was not affected.